Event description:
Cryolife MFR or donor tissues, tried to recall a semitendinosous graft deemed to have been screened for microbiological contaminant. Cryolife had no record that the graft had already been implanted in pt.